Event description:
According to a laantern ae update on 11oct2021, the description was updated from just intracerebral hemorrhage (ich) to ich, word finding difficulty and right side weakness, and additional seriousness criterion of requiring intervention to prevent permanent impairment of a body structure or body function was indicated.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that following an ablation procedure, a patient experienced an intracerebral hemorrhage. The patient required medical intervention, a decompressive crainectomy with expansion duraplasty and intracranial pressure monitoring. The physician stated this event is related to neuroblate and possibly related to the surgical procedure. The event is considered ongoing.

Event description:
Additional information received from the physician stated that the patient was "doing well". There were no further patient complications reported in relation to this event.